Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopy laser lithotripsy procedure. The device in use was an ncircle tipless stone extractor. The physician indicated upon opening the basket inside the patient it was discovered that one of the wires were disconnected. It was stated that the basket was not tested prior to patient contact. However, it was reported that the stone was lasered to dust particles and flushed through the normal processes. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient receive any additional procedures due to this occurrence. No further information was provided.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, and visual inspection / functional testing of the returned device was conducted during the investigation. The device was returned with the udh handle and the basket formation in the open position. A functional test noted the udh handle actuates the basket formation. A visual examination of the returned device noted the basket wires have come loose at the loop. There were no dents or kinks in the wires. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.